Event description:
During gj (gastrostomy-jejunostomy) clinic in interventional radiology, it was reported by physician assistant performing gj tube changes in the clinic that the merit 035 stiff glide wires were difficult to use. They were reported to be sticky and not useable for gj tube exchanges regardless of how wet they were with irrigation solution. Defective product encounter filed, all products with this lot # brought to stat room for review.